Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 19-oct-2023: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure inserted (lot no. 638492) for female sterilisation. The patient had a medical history of abortion, parity 1 and gravida I. On (B)(6)2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (total robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6)2023. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the essure occlusion device was then placed into the right fallopian tube. 3 trailing coils were identified after placement. The same procedure was carried out on the left fallopian tubes. 1 trailing coil identified. Discrepancy noted in essure insertion date: date: (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: fallopian tube, right: measurement: 5.8 cm in length x 0.4 cm in diameter. Description: fimbriated. The serosa is pink-purple, smooth and glistening, and on sectioning, the fallopian tube is grossly unremarkable; an intact thin wire is present near the cornu within the lumen. Fallopian tube, left: measurement: 4.4 cm in length x 0.5 cm in diameter. Description: serosa is pink-purple, smooth and glistening, with recent prominent surgical clamp marks. On sectioning, the tube is grossly unremarkable. Ovary, right: description: on sectioning, the ovary shows a 0.5 cm cyst filled with small amount of clotted blood and surrounded by thin, yellow-orange rim consistent with a corpus luteum. There is a 0.3 cm simple cortical cyst present filled with clear fluid ovary, left: description: the outer surface is smooth, and, on sectioning, the ovary shows a 1.1 cm corpus luteum with a yellow-red, rubbery cut surface, and a 0.6 cm simple cortical cyst filled with clear fluid. Submitted sections: right ovary including cyst right fallopian tube with bivalved fimbria and cross sections left ovary including cyst left fallopian tube with bivalved fimbria and cross sections. Diagnosis: a) cervix, uterus, bilateral fallopian tubes, and ovaries, hysterectomy with bilateral salpingo oophorectomy: cervix: chronic cervicitis. Nabothian cyst. Uterus: adenomyosis. Secretory endometrium. Unremarkable serosa. Right adnexa: ovary with cystic follicles and endosalpingiosis. Fallopian tube unremarkable. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Lot number & surgical pathology report received. Lab data updated. Reporter causality comment added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure inserted (lot no. 638492) for female sterilisation. The patient had a medical history of abortion, parity 1 and gravida I. On (B)(6)2010, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (total robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the essure occlusion device was then placed into the right fallopian tube. 3 trailing coils were identified after placement. The same procedure was carried out on the left fallopian tubes. 1 trailing coil identified. Discrepancy noted in essure insertion date: date: on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tube, right: measurement: 5.8 cm in length x 0.4 cm in diameter. Description: fimbriated. The serosa is pink-purple, smooth and glistening, and on sectioning, the fallopian tube is grossly unremarkable; an intact thin wire is present near the cornu within the lumen. Fallopian tube, left: measurement: 4.4 cm in length x 0.5 cm in diameter. Description: serosa is pink-purple, smooth and glistening, with recent prominent surgical clamp marks. On sectioning, the tube is grossly unremarkable. Ovary, right: description: on sectioning, the ovary shows a 0.5 cm cyst filled with small amount of clotted blood and surrounded by thin, yellow-orange rim consistent with a corpus luteum. There is a 0.3 cm simple cortical cyst present filled with clear fluid ovary, left: description: the outer surface is smooth, and, on sectioning, the ovary shows a 1.1 cm corpus luteum with a yellow-red, rubbery cut surface, and a 0.6 cm simple cortical cyst filled with clear fluid. Submitted sections: right ovary including cyst right fallopian tube with bivalved fimbria and cross sections left ovary including cyst left fallopian tube with bivalved fimbria and cross sections. Diagnosis: a) cervix, uterus, bilateral fallopian tubes, and ovaries, hysterectomy with bilateral salpingo oophorectomy: cervix: chronic cervicitis. Nabothian cyst. Uterus: adenomyosis. Secretory endometrium. Unremarkable serosa. Right adnexa: ovary with cystic follicles and endosalpingiosis. Fallopian tube unremarkable. Lot 638492 expiration date 30-sep-2012 date of MFR 30-apr-2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-mar-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.